Event description:
Consumer complained the product caused abdominal pain. No medical treatment was sought for this condition.

Manufacturer narrative:
Without the lot code information or suspect sample, it is not possible to conduct a thorough complaint investigation.